Event description:
The patient's physician later reported that a lead fracture was visually confirmed on the x-rays, in surgery, and high impedance was seen during system diagnostics. The patient had not experienced any trauma or manipulation to the area.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for a revision due to a lead fracture .although the surgeon said there was a lead fracture, it is unknown if this was visually confirmed on an x-ray. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10. Health effect - impact code, supplemental #2 report: inadvertently left out f2203 coding.

Event description:
Information was later received reporting that the patient had a full revision due to high impedance. Impedance was within normal limits with the new devices. The explanted devices are not available for return to the manufacturer, indicating they have likely been discarded